Event description:
Additional information: exchanging the mpu resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient having difficulty screwing the system controller white power lead into the mobile power unit¿s (mpu) white connection was confirmed via visual analysis and testing of the returned unit. The mpu (serial number (B)(6)) was returned and evaluated at the european distribution center (edc) on 15jun2022. During the evaluation, the unit was observed and the damaged threads on the white connector were seen, confirming the reported event. A power on/off inspection was completed, and the system booted up as intended. The system functioned as intended; however, it was difficult to connect the white connector to a test controller. The patient cable was replaced, and preventative maintenance was performed on the unit. The system underwent a full functional checkout and passed all steps without issue. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii patient handbook (rev. G), under section 6 ¿caring for the equipment¿ describes how to care for all equipment, including the power module patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the patient cable and connectors. Heartmate ii instructions for use (IFU) (rev. G), under section 8 ¿equipment storage and care¿ and heartmate ii patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use, including the patient cable. Heartmate ii patient handbook (rev. G), and heartmate ii IFU (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had difficulty screwing the system controller's white power lead into the mobile power unit's (mpu) white connection. The mpu was to be exchanged. There were no alarms associated with the event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.